Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath prior to a multi vessel coronary interventional procedure. Reportedly, the first suture was pre-placed with no issues. The foot of the second proglide device was accidentally deployed on top of the guide wire and the anterior foot was half way into the artery. Withdrawal of the proglide device was attempted; however, resistance was felt. The foot became stuck with the guide wire and the suture of the first proglide device. The guide wire was removed, the suture was cut to allow for the foot to park and the proglide device was retrieved. The posterior foot detached outside of the anatomy. The detached foot was found outside of the vessel and was discarded. A femoral angiogram confirmed there was no tissue damage. The multi vessel coronary procedure was not completed. Manual compression was applied to achieve hemostasis along with a non-abbott device as a precaution. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported foot detachment was confirmed. The reported device entrapment could not be replicated in a testing environment as they resulted from procedure circumstance. The reported foot detachment was not confirmed as the device was returned with the foot intact. It should be noted that the proglide instructions for use (IFU), single suture mediated closure (smc) device placement states to remove the guide wire before the exit port crosses the skin line. Deploying the device with the guide wire inserted can result in suture entanglement thus likely contributed to the report foot detachment during attempt to close the foot and remove the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties appear to be related to user technique such that the device was deployed prior to properly pacing the device in the vessel and removing the guide wire from the device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.